Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One certain® gold-tite® large hexed screws (ilrghg) was returned for investigation. Visual evaluation of the as returned screw identified signs of use but no apparent malfunction. Functional testing was performed and the screws were able to thread into and out of applicable in-house implant. No pre-existing conditions were reported. The device had been placed for approximately 1 year. X-ray or picture images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: warnings, precautions and potential adverse events. Per the applicable IFU, under section (precautions), it is stated that improper technique could cause screw loosening. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading, or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review for the lot (1223329) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (1223329) and no similar event or complaint was found. Post market trending review: october post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information and functional testing, device malfunction did not occur. However, the reported event could not be verified as the exact details of event were nonverifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown/not provided. Weight unknown/not provided. Email address unknown/not provided. PMA/510(k) number:k072642.

Event description:
It was reported crown mobility, when check up doctor noticed screw loosening. New screw placed.